Event description:
It was reported that urine leaked from the inflation valve part of the catheter. Complainant also mentioned a potential sterilization water leak. But the sample received was drain bag , so its considered as drain bag leak.

Manufacturer narrative:
Per investigation findings, it has been determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the inflation valve part of the catheter. Complainant also mentioned a potential sterilisation water leak.